Manufacturer narrative:
Catheter: model 8731 serial# (B)(4), implanted: 2005 (B)(6), explanted: 2013 (B)(6), catheter: model 8709sc serial# (B)(4), implanted: 2013 (B)(6), catheter: model 8596sc serial# (B)(4), implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that there was a catheter break of the distal segment. A catheter revision was done on the day of the initial report. Device was discarded by customer and will not be returned. Following the revision and completion of the priming bolus, the patient was unresponsive with decreased blood pressure and difficulty breathing in post-op. The healthcare provider (hcp) performed a pump and catheter contents empty, and the pump was reprogrammed to a stopped pump mode. The patient also was given medication for reversal of symptoms. The patient was admitted to the ICU. The symptoms included altered mental status, being unresponsive and overdose symptoms of decreased respirations, and decreased blood pressure. Patient status was noted as alive with injury. The device system was used to infuse compounded baclofen, dilaudid, fentanyl, clonidine and bupivacaine. It was added, two days after the initial report, that following being transferred to the ICU, the patient "woke up" around 10pm on day of surgery (B)(6) 2013. The patient was scheduled for discharge on either (B)(6) 2013 or (B)(6) 2013. The patient was then planning to go back to the managing hcp for follow up and to have medication placed back into the pump by. The plan was to start the patient then on hydromorphone only. The reporter had no further information to report.

Manufacturer narrative:
(B)(4).